Event description:
Handpiece started to make an odd noise and stopped coagulating and/or cutting the tissue. Tried 2 different cords with same result. Attached a new handpiece with no additional problems.what was the original intended procedure?thyroidectomy.device #1is this a laboratory device or laboratory test?no.